Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error (se) 2367 on the homechoice (hc) device during fill three of peritoneal dialysis (pd) therapy, while the hp was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The hp planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.